Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically compressed. A visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix would not extend and retract.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the helix would not extend while in the heart nor on the table. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the helix would not extend while in the heart nor on the table. The lead was notused, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.